Event description:
During preparation for a coronary drug eluting stenting treatment procedure, a damaged stent was found. The struts on the proximal end of a taxus express2 2.5x20mm drug eluting stent were bent. The cell on the stent was disruptured. It was not used on the pt and was removed from the field. No pt complications occurred. The procedure was completed with another taxus stent.